Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Per consumer, ongoing issue for the past 4 years. The battery indicator lever (set on hight) brushless motors are faulty. Going down the ramp and tried to stop, but the motor/brakes did not hold and the chair continued to roll. Went off ramp but did not tip over. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.